Event description:
Nineteen year old in o.r. For insertion of greenfield filter status post crush injury to pelvis. During insertion of filter, switch did not deploy properly. Further attempts were unsuccessful. A second filter was inserted. It fired with the same result. Both filters were left in place.